Manufacturer narrative:
Corrected data: if implanted, give date: (B)(6) 2017, the date of implant inadvertently was not included in the initial MDR report and it is being included in this MDR report. Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the left eye of a male patient on (B)(6) 2017. Explant was due to unexpected postop refraction. It was reported that the symptoms were affecting the patient's daily activities. The lens was replaced with the same model, a smaller 21.0 diopter lens. There was no incision enlargement reported.